Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose for the past few months and on the morning of the call, the motor on the insulin pump stopped working. Customer's blood glucose value is unknown. The customer was unable to troubleshoot; she stated that she did not have the insulin pump with her since she left the house in a rush due to her daughter having a medical emergency. She stated that after the motor issue she removed the battery and put it into her old device, rewound and primed and her blood glucose level had been stable since using the other device. The call got disconnected and the customer could not be reached. The insulin pump was not replaced or returned for analysis.